Event description:
It is reported that the patient underwent a two-stage revision due to infection, pain, and femoral subsidence. Intraoperative findings showed delamination of the implant coating with detachment and fragmentation of the titanium fiber metal mesh and composite from the inner core of the prosthesis.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: neither primary nor revision operative notes were returned for review. Attempts have been made to obtain additional information however no information has been received to date. An x-ray at 3 weeks post-op of the implant surgery shows well placed components. X-rays at 2 years post-op shows stem subsidence and fracture of the porous coating of the stem. Infection was identified at this point and the patient was revised in a two-stage revision. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, the failure is likely related to the patient's infection. Cause cannot be definitively determined. Evaluation: review of the history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.